Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse reported that they received a no delivery alarm. The customer's spouse reported that they had a bent cannula. The customer's blood glucose was 315 mg/dl at the time of the incident. The customer's blood glucose was 447 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse stated that they were vomiting. The customer's spouse stated that they were given IV during the hospitalization. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.